Event description:
Conmed failed to deploy. This is the second such incident for this physician recently. When uncovering the stent for deployment, the tip of the delivery catheter begins to curl back toward the scope, never allowing deployment.